Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 431 mg/dl. The customer stated the insulin pump alarmed no delivery when the reservoir had a third of insulin left. The insulin pump works when disconnected from the set, implicating issues with the site. The customer had already changed the infusion set and reservoir. Customer declined to troubleshoot for high readings. The product was not returned for analysis.